Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/06/2024, a sales representative via (B)(4) reported that an ar-6485 synergy cw4 arthroscopy pump displayed an overpressure error when in use. The unit was connected in a case, and the pressure error code would not let the unit work as intended. The unit would automatically stop while the patient was in the room. The unit was switched to another, and the case was completed successfully without adverse events or harm to the patient. This was discovered during a procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.